Manufacturer narrative:
Additional information received: it was confirmed the endoanchor were implanted after the infolding but it was not treat the infolding, they were implanted prophylactically due to the conical aortic neck which was noted to be inside the IFU. Final angiogram showed a suspected type IV endoleak. No intervention has been performed yet to treat the infolding. Film evaluation summary: the reported stent graft infolding was confirmed in the returned films. It is likely that the infolding resulted from oversizing the bifurcate stent graft, using a 36mm diameter bifurcate in an angulated aortic neck with a proximal flow lumen diameter of approximately 28mm. The reported anatomical factors contributing to the infolding were also evident in the images. Instructions for use for the endurant ii/iis stent graft advise that the aortic section of the endurant ii/iis bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. An endoleak was observed, and it appears to be a proximal type ia endoleak resulting from the gutter formed due to the radial infolding. A type iiia or type iiib endoleak seems unlikely due to adequate component overlap, and a type iiib fabric endoleak is less likely to occur so soon after the index procedure. A type ib endoleak can be ruled out, as adequate distal marginal seal was observed in both limbs. The presence of a type IV endo leak immediately after the index procedure could not be confirmed, and this endoleak type would likely have self-resolved within 24 hours after the procedure. Final angiograms from the index procedure were not available for assessment of this event. Analysis of the returned films did not reveal any obvious out-of-specification stent graft issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm. Due to neck conicity 6 heli-fx endoanchors were implanted prophylactically. It was reported during the index procedure, when implanting the endoanchors, moving the catheter became difficult which the physician thought was due to infolding. After the endoanchors were implanted, ballooning was completed again which was tought to have solved the infolding. At the end of the procedure a small late type IV endoleak was observed. Follow up CT 6 days post the index procedure showed the infolding had not resolved. Per the physician the cause the infolding and endoleak were anatomy related due to bulging under the renals' and a narrow zone before the aneurysm. Oversizing was also noted to have contributed. No additional clinical sequelae were reported and the patient will monitored.